Event description:
The nurse reports the retention balloon inflation port fell off the flexi-seal fsm kit immediately upon opening the package.

Manufacturer narrative:
Additional information was received on june 11, 2015. Third party manufacturer performed a batch record review for lot # 14fm003 as well as the retain samples and no discrepancies were noted. Adhesion testing was performed on both th inflation and irrigation ports using one of the retain samples from the same lot and samples from six other lots and all exceeded the required minimum lensile force. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as needed. Product monitoring reviews will monitor for product rends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no reports of the pt being harmed as a result of this malfunction. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on january 23, 2015.